Manufacturer narrative:
Main component of the system and other applicable components are: product ID neu_unknown_ext, product type extension; product ID neu_unknown_ext, product type extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins, model 33702, serial no. (B)(4), found the ins functionally okay with insignificant anomalies.

Event description:
Additional information received from a hcp reported there was nothing wrong with the device. It was removed because it was not treating the consumer's particular pain.

Event description:
Additional information received from the representative reported the inadequate pain coverage was not due to the device; the consumer decided to have the device removed.

Event description:
A health care professional (hcp) reported the consumer asked to have the device removed due to inadequate pain control. There was no injury and the consumer recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.